Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an scapholunate reconstruction surgery the arthrex device ar-1530bc was used. After insertion of the screw, the surgeon was trying to pull the driver out and thats where the metal insertion tip of the driver broke off inside the screw. The surgery was completed successfully.